Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of vessel dissection is listed as a known adverse event in the rx trek instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The xience v referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a left anterior descending coronary artery stenting procedure, after pre-dilatation with an nc trek balloon dilatation catheter, a dissection occurred. A xience v otw stent was implanted treating the lesion and the dissection. Post implantation, an edge dissection was noted. A second unplanned xience stent was implanted to treat the edge dissection, resolving the event. On (B)(6) 2013, the patient was discharged home. There was no additional information provided.